Event description:
The hospital's biomedical engineering unit reported that this pump did not alarm during their test. The pump was most likely dropped and in need of repairs. There have been no pt or in use issues reported.